Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she was on the sensor 2 weeks ago, and that 3 times in 3 days the sensor is reading 100, it was about 30-40 points off. The customer was advised that the sensor glucose versus blood glucose will be close. The customer was advised that there may be larger differences would blood glucose values are changing rapidly during the beginning or end of sensor life. The customer also stated that during the day, the customer's blood glucose level goes up to 400+ mg/dl. The customer was advised to call back if the incident occurs.